Event description:
It was reported via repair work order that the caster wheel will no longer roll and the chair will not remain folded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster wheel will no longer roll and the chair will not remain folded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the caster wheel will no longer roll and the chair will not remain folded. Upon completion of the investigation it was found that the caster wheel bearing was damaged but could still roll allowing the chair to be transported. It was confirmed that the chair would not remain folded although this only affected the unit during storage as the chair would remain unfolded for transport use.